Manufacturer narrative:
It was reported that the hls cable had corroded pins which leads to pressure reading fails. The failure occurred during treatment. The service and sales unit confirmed, that a technician was sent for investigation and repair by distributor. The cable was detected as defective and was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As the service is provided by trained distributor's service engineer no log files are available for investigation. Another disposable connection cable with the same failure was investigated by getinge life cycle engineering on 2021-03: deposit and oxides were found on the cable socket. By wetting the socket plane with salt-containing liquids (priming), the measurement signals were influenced by the electrical conductivity of the contamination. A service bulletin was published may 2021 to make the users aware that the contacts of the plug connections must not come into contact with cleaning agents, disinfectants or priming liquid. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. According to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The device was manufactured on 2022-08-19. The device history record (DHR) of the cardiohelp (material: 701048012, serial: (B)(6)) was reviewed on 2023-06-06. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the results the reported failure "hls cable had corroded pins which leads to pressure reading fails" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hls cable had corroded pins. Afterwards information received, that this leads to pressure reading fails. Further, it was confirmed by customer, that no harm to any person has been occurred. No pump stop occurred and the cardiohelp was not exchanged during treatment. Complaint ID: (B)(4).